Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.

Event description:
On (B)(6) 2012, the reporter stated that an inflammatory reaction has occurred shortly after insertion of bd venflon. Additional info received on via e-mail on (B)(6) 2013, the pt was discharged from the hospital and had not been re-hospitalized. On an unk date, prior to cannulation, the insertion area was disinfected with codan spray, medication and fluids had been given through the cannulas, even before the inflammatory reaction had occurred. On (B)(6) 2012, the pt had a surgical consult and implementation of antibiotics, compression with bicarbonicum natrium and clexane. On an unk date, the area healed and the irritation/inflammation resolved.